Event description:
It was reported that the patient was getting a surging sensation. She had the stimulation turned off, so that she did not overdo it, but the stimulation was turning itself on. The stimulation would "rev itself up, like a bad surge of electricity" up her back around the rib cage area. This would happen out of the blue, and she was not using the patient programmer. Her left leg would start shaking, which is not the leg she had the stimulation for, i.e., her right leg. The patient was outside when this happened and was not around any emi (electromagnetic interference). It was reported that sometimes in stores weird things would happen, but it had never surged inside the stores like it did outside. Two months ago, the patient's kidney stopped working, and she was in the hospital for three days. She was diabetic and did not have surgery. The patient was directed to contact her physician to have the device checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399930, lot # v007764, implanted: (B)(6) 2009, product type lead; product ID 37742, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # unknown, product type programmer; patient product ID (B)(4), serial # unknown, product type programmer. (B)(4).